Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported to the patient that the instructions for her device kit were inaccurate. A new instruction booklet was provided. Relevant medical history included interstimulation other. No follow-up was required.